Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted overnight and pump shut down. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl) and indicated an injection would be delivered to treat bg levels. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to keep battery charge close to 100% and to charge pump daily.